Manufacturer narrative:
Date sent to the FDA: 08/28/2017. (B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via social media that a patient underwent an unknown procedure on an unknown date and suture was used. Post operatively the patient experienced pain and an incisional granuloma. An additional procedure to remove the granuloma was performed on an unknown date. Currently the patient is fine. No additional information was provided.